Event description:
During the cystoscopy procedure, two zero tip stone retrieval baskets broke inside the patient. Stone fragments were stuck in the ureter, and this led to the basket malfunctions. The doctor used additional laser to break the stones into smaller fragments. All basket parts were removed intact, and no foreign bodies were noted. There was no apparent harm to patient.